Event description:
It was reported by the patient that the remote monitor was unable to complete the telemetry phase of the transmission. One green reading indicator light does come on, but then the amber indicator light inside the icon of the patient comes on and the transmission does not progress. This monitor has transmitted successfully previously. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.